Event description:
It was reported that while using bd intima-ii closed IV catheter system, the patient had an allergic reaction that required treatment with medication. The following information was provided by the initial reporter: " there was red and swollen skin infections, skin temperature, pain appeared at the punctured site at the arm, and there was also purulent secretion appeared , the nurse immediately pull out the needle, the affected limb was raised at the affected area, the skin was disinfected daily, and baiduobang cream was applied to the affected area. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd intima-ii closed IV catheter system, the patient had an allergic reaction that required treatment with medication. The following information was provided by the initial reporter: " there was red and swollen skin infections, skin temperature, pain appeared at the punctured site at the arm, and there was also purulent secretion appeared , the nurse immediately pull out the needle, the affected limb was raised at the affected area, the skin was disinfected daily, and baiduobangcream was applied to the affected area.".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1230569. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.